Manufacturer narrative:
Date of the event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32093. It was reported that the patient experienced fractured lead following a car accident. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established. It is unknown which lead was fractured, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.